Event description:
During sleeve gastrectomy procedure, the blue rubber seal from the versaone" optical trocar fell out into the patient. The piece was retrieved and there was a delay in surgery while the port was replaced. Since the failure involves a piece of rubber falling into the patient that may not be noticed by the operating surgeon, there is a significant risk of retained foreign body when this port is used. When the seal fails, it also leaks and increases the chances of aerosols being created and blowing toward surgical staff. This is a laparoscopic port with a faulty valve design that the clinical staff identified a few years ago and recently re-trialed with assurances the problem had been fixed. The problem has not been fixed by the manufacturer. The piece is held in place by pins around the outer edge that engage holes in the rubber. The holes tear to the edge or slip over the pins, allowing the rubber piece to come loose.